Event description:
Patient admitted for elective close chest maze procedure. Secondary to the maze procedure, a stapler was placed through the port site and safe fit around the atrial appendage. The stapler was closed down and before firing was met with exsanguinating hemorrhage. The stapler was removed and the physician was unable to gain control of this hemorrhage quickly. The aorta and pulmonary artery was cannulated. After the patient was put on cardiopulmonary bypass the atrial appendage was sewn closed. When the patient was removed from bypass and the cannulas removed, the pulmonary artery cannula sites tore down and the patient had exsanguinating hemorrhage from the pulmonary artery. The patient was put onto cardiopulmonary bypass and the pulmonary artery was sutured. The patient was removed from bypass, and began to deteriorate rapidly, after attempts with an intra-aortic balloon pump and efforts to sustain the heart with high-dose pressor agents; the heart would no longer pump and failed rapidly. At this point the patient had sinus rhythm and control of hemorrhage, but could no longer sustain the heart. The patient went into cardiac standstill and expired.